Event description:
It was reported that the charger was not charging the ilet pump until the user rechecked the wall outlet and reseated the cable in the charging pad, after which charging resumed. Symptoms included no adverse clinical effects. Outcomes included no impact on health and no hospitalization. Investigation included user troubleshooting and education with verification of power source and reconnection of charging components. Investigation of this case revealed normal device function after correction of the setup, consistent with a use-related issue involving the charging pad and cable connection. It was concluded, based on previously established findings for similar reports, that the cause was user technique during charging.